Event description:
The surgeon was closing the port site with the carter- thomason closure device and the device fell apart. All pieces were retrieved. There was no harm to the patient. Manufacturer response for laparoscope, general; plastic surgery, carter-thomason (per site reporter): representative took lot# information back to the company.